Manufacturer narrative:
H6: investigation summary: one sample of the male luer was received. The customer complaint of component damage was verified by visual inspection. The sample received was only of the male luer that was cut from the rest of the infusion set. The male luer was cracked in appearance and was missing a portion of the male luer collar. A device history record review could not be performed on model 2260-0500 because a lot number was not provided by the customer. The root cause for the issues seen in this complaint could not be fully determined because the entire infusion set was not submitted for review. The probable cause for the damage seen is an excessive force used to tighten the male luer causing it to crack an break apart.

Event description:
It was reported that as lvp 20d low sorb tubing had a piece break off. The following information was provided by the initial reporter: material #: 2260-0500 batch/lot #: unknown. It was reported that the outside of the tubing had a piece of plastic break off. Verbatim: bedside registered nurse was changing out the tubing for fentanyl. When she disconnected the tubing from the patient, the end of the alaris pump module low sorbing set that is on the outside of the tubing had a piece of plastic break off. Original packaging not available so unsure of lot number or device.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. The initial reporter also notified the FDA on (B)(6) 2021. Medwatch report # (B)(4). Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d low sorb tubing had a piece break off. The following information was provided by the initial reporter: material #: 2260-0500 . Batch/lot #: unknown. It was reported that the outside of the tubing had a piece of plastic break off. Verbatim: bedside registered nurse was changing out the tubing for fentanyl. When she disconnected the tubing from the patient, the end of the alaris pump module low sorbing set that is on the outside of the tubing had a piece of plastic break off. Original packaging not available so unsure of lot number or device.